Event description:
It was reported that on removal of allevyn life a skin tear developed on patients lower leg following a skin graft.

Manufacturer narrative:
We have now concluded our investigation into this complaint. As of today, no sample or further details requested for this complaint has become available. Without further information or a sample we cannot progress our investigation or confirm the details supplied in this complaint. A review of the associated batch manufacturing records was not possible due to no lot number or product code being supplied. A medical investigation was not possible due to lack of clinical information provided. In the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.